Event description:
It was reported by the customer during routine inspection that the cardiosave intra aortic balloon pump (iabp) displayed an automatic inflation failed message. The device was not in use at the time of the event. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.